Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method and results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the patient's right hip was revised due to recurring dislocations. The surgeon removed all implants and implanted a multihole shell with screws, mdm liner construct, and a new insignia stem (stem was revised to provide room in the joint for a washout). Rep confirmed that no further information will be released by the hospital or surgeon.